Manufacturer narrative:
This report has been identified as b. Braun medical. Internal report number (B)(4). This report has been identified as b. Braun medical. Internal report number (B)(4). The actual device was returned for evaluation. The reported issue was not present during the investigation. The delivery accuracy of 250ml/hr and 25ml tested in specification at 6 minutes 4 seconds or 98% of expected accuracy. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: "volumes and rates faulty".